Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging death. No medical intervention was specified by the patient.  The report was previously filed as uno report, which is changed to non uno report in this follow-up. In this follow-up, box h: remedial action init (rfb) was updated, box h: recall (z) number (rfb) was updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging death. No medical intervention was specified by the patient.  The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging death. No medical intervention was specified by the patient. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. There has been no response from the customer on the return of the device. If any additional information is received, a follow up report will be filed. In box g: report source, report source - other, date received by mfg is updated in this follow-up. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid, recall (z) number are updated in this follow-up.

Manufacturer narrative:
Additional information has been received. In this report updated as- the device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section (device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.